Event description:
Explanting physician reported, rupture of an unknown side. Device remains implanted.

Manufacturer narrative:
Continued e.1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Previous medwatch submission noted rupture. Upon further information, it was reported that device was found intact upon explant. Hence unreporting the event rupture. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "device was intact and patient only had capsular contracture baker grade IV and seroma". Device has been explanted. Previous medwatch submission noted rupture. Upon further information, it was reported that device was found intact upon explant. Hence unreporting the event rupture.